Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up on (B)(6) 2018. Upon interrogation, it was noted that the device had moved out of position. Chest x ray confirmed that the device was not in the chest. Last remote transmission was noted in (B)(6) 2018. It was reported later that the device fell out of the body. It was not clear if the patient was a case of twiddler¿s syndrome. The patient was in a stable condition. No further information was reported.